Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A 14x100 zilver vena stent was placed in the subclavian vein in 2023. The patient came back today, and it was discovered that stent was fractured. A second 14x100 zilver was placed to realign the stent. There were no adverse effects. The following information has been received via email on 13dec2024. -was a stent previously placed during previous procedures? Yes. The following information has been received via email on 08jan2025. 1. Contact at facility and contact info: na. 2. Is the device available for return? No, it is in the patient. 3. Can you provide any patient information (age, weight, gender, preexisting conditions)? Na. 4. Are images of the device or procedure available? Yes, see image below. 5. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other. A. If other, please specify: not tortuous, no calcium, the vein was occluded. 6. Was the device used percutaneously? Yes. 7. Where on the patient was the percutaneous access site? Right upper extremity, possibly brachial, not exactly sure of the access point when the stent was initially placed. 8. Was the access site jugular or femoral? N/a, jugular, femoral other. A. If other, please specify: the occlusion was in the right subclavian vein. 9. What disease pathology was being treated? (B)(6), acute or chronic obstruction, restenosis, other? A. If other, please specify, obstructed subclavian vein.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records and historical data review could not be completed as the lot number is unknown. Instructions for use and/label: the indication for use section of the instructions for use (ifu0091) which accompanies this device instructs the user to: ¿the zilver® vena¿ venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction.¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was provided to support the complaint investigation. The image was reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: 1. Single fluoroscopic image of the zilver vena stent placed in the right subclavian vein demonstrates a stent fracture after a dwell time of just over a year. There were no reported clinical symptoms related to the stent fracture. 2. The indication for the stent placement was described as a subclavian vein occlusion, but no images were submitted for review. The stent was placed in the subclavian vein, between the clavicle and first rib, an area that is notorious for resulting in stent fractures because of the extrinsic compression of the adjacent bones. Placement in the subclavian vein is not in the IFU. 3. An additional stent was used to re-line the fractured stent, although no images of the venogram were submitted to evaluate if there was a recurrent stenosis or occlusion. Placing another stent in the identical location, will inevitably result in additional fractures in the future, the question is just when. If there were no clinical symptoms or recurrent stenosis/occlusion, one could argue not to reintervene at this time. 4. Development of a stent fracture in this area is not a result of stent malfunction but rather based on the supra-physiologic stresses placed on the stent as it courses between two bones. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information provided it is known that the device was used in subclavian vein. As previously noted, the stent is indicated for improving luminal diameter in the iliofemoral veins. The stent fracture that occurred would have been likely a cascading effect of the abnormal use. As per input received from cook research inc. For the provided image ¿the stent was placed in the subclavian vein, between the clavicle and first rib, an area that is notorious for resulting in stent fractures because of the extrinsic compression of the adjacent bones.¿ abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, a 14x100 zilver vena stent was placed in the subclavian vein in 2023, it was discovered that stent was fractured and a second 14x100 zilver was placed to realign the stent. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-apr-2025.